Event description:
During eval of a returned homechoice machine, an overfill situation was identified in the cycle by cycle ultrafiltration (uf) log on (B) (6) 2008, during drain cycle 4. Per the log, the patient's uf reading was 710ml indicating the home patient (hp) drained 710ml more than their programmed fill volume of 1400ml for a total drain volume of 2110ml (1400ml + 710ml) the nurse was contacted and informed about the incident. There was no injury or medical intervention as a result of feeling full, the patient was doing fine per the nurse. No additional info could be obtained regarding this event.

Manufacturer narrative:
(B) (4). Evaluation summary: homechoice cycler unit (B) (4) was evaluated in the product analysis lab. Based on a review of the log data combined with available decision tree info, the eval has determined the probable cause of this overfill to be insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. The eval did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The device will be routed to the service area.